Event description:
The patient was found passed out on the floor. The patient's spouse used the suspect device to check their blood glucose and obtained a result of hi. Another family member then used a different meter to check the patient's glucose and the level was 23 mg/dl. Emts came and gave the patient a glucose shot and saline IV, then transported to the hospital. The suspect device was thrown away. New product was shipped to the patient.